Event description:
Customer reported that they were changing the batteries and received a battery out limit alarm. Customer stated that the down and esc buttons were unresponsive. Customer declined troubleshooting. Customer's last blood glucose reading was 134 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.